Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost and the grey dots appeared on the screen when the laser probe was passed down the spyscope. The controller was rebooted, unplugged the spyscope and turned off the laser probe; however, the image was permanently lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h2 correction: e1 (initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/post code, initial reporter phone) and e2 (health professional?)

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During the procedure, the image of the spyscope ds ii was lost and the grey dots appeared on the screen when the laser probe was passed down the spyscope. The controller was rebooted, unplugged the spyscope and turned off the laser probe; however, the image was permanently lost. The procedure was not completed due to this even t. There were no patient complications reported as a result of this event.